Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the device was crushed and received internal and external physical damage and as a result, there was a continuous electrical current draw of 66 ma. The current draw caused the internal hlc batteries to become depleted.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.